Event description:
During extraction surgery, the surgeon tried to extract the screw using the polyadjustment driver, however, it was very hard and it could not be unscrewed. Thus, the surgeon used the polyaxtial screw driver without the external shaft, however, it was still very hard and the tip of the driver fractured also the screwhead disassembled. The left of the screw (threaded part) could not be retrieved and was remained in the patient. The surgeon commented that the t-handle driver might helped.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.